Event description:
Lawsuit alleges the patient experienced a serious malfunction of her defibrillator. The patient received an ICD replacement because of a fractured sprint fidelis lead in her defibrillator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.